Manufacturer narrative:
Load cell.

Event description:
It was reported by svc report that the scale display was inaccurate causing the bed exit to falsely alarm. No pt involvement or adverse consequences are reported.